Event description:
The guidewire fragment was seen on x-ray. A review of the diagnostic film traces fragment to the line inserted 20 days prior. There was an attempt to retrieve the fragment in interventional radiology, and retrieved part of the fragment. Additional smaller fragments remain in the pulmonary vasculature and are unable to be retrieved. The removed fragment is in possession of risk management at the hospital.